Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had reservoir not able to locked in place. The customer's blood glucose was 90 mg/dl at the time of incident. The customer reports that the belt clip rail damage. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test. Device received with broken belt clip rails. No signs of damage on reservoir. Reservoir properly able to lock into place.